Event description:
The clinician reported that, during the procedure, there was a low po2 measured in the sampling line and the blood in the arterial filter was dark in color. The po2 measured at the arterial cannula was ok. The case was completed without further issues by measuring the po2 at the arterial cannula instead of the sample line. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the synthesis oxygenator. The synthesis oxygenator is a component of the customer perfusion pack. The 510(k) number for the synthesis is k022450. This incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). The clinician reported that the po2 measurements taken from the sampling line were inconsistent with those measured at the arterial cannula. The case was completed without further issues by measuring the po2 at the arterial cannula instead of the sample line. The synthesis oxygenator has been received at (B)(4) for eval. The investigation is ongoing. A f/u report will be filed when the investigation is complete. There was no report of pt injury. The facility reported the event to the country's competent authority. This medwatch report is being filed as a result of this action.